Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
By performing brocade hole, the screw is selected and mounted on the screwdriver, start screwing by the physician and by the end of this process, the screw head is clear without making any strength.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Additional information: when the doctor attempted screwing the screw to the plate, the screw lost the head.